Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of system revision due to infection and erosion. It was observed that the incision continued to be open and failed to heal following hematoma evacuation. Moreover, there was mild fibrosis, mostly on the brachiocephalic and on the lead tip observed. The patient was then treated with antibiotics after cultures were sent. This ra lead was explanted. No additional adverse patient effects were reported.